Manufacturer narrative:
(B)(4). Sv 3.1e. On oct 20, 2021 customer returned pump for an alleged cracked alone side the battery tube. Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform any testing including the displacement test due to no button response. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. After locked j2/lcd keypad connector in place. No anomalies was notice. Problem isolated j2/lcd keypad connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The customer will continue use of the devise.